Event description:
General report received of an unspecified number of undocumented incidents that the devices did not deliver. On unspecified dates and times, the devices were programmed to deliver unspecified medications. No specific programming parameters were provided. After unspecified lengths of time, it was reported the nurses noted the devices did not deliver. At that time, it was noted the devices did not alarm n102 (infuser idle 2 minutes) as expected. Multiple unsuccessful attempts have been made to obtain additional information, including specific event details, patient outcomes, and if any medical interventions were required.

Manufacturer narrative:
The devices were not isolated or identified by serial numbers; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all information known by the reporter upon query by hospira personnel.